Event description:
This is report 1 of 2 for (B)(4). It was reported by the affiliate in japan that during an arthroscopic joint lip plasty procedure on (B)(6) 2022, it was observed that a droplet substance or a scratch was inside the suction tubing when the package of the vapr tripolar 90 suction electrode was unsealed; and therefore, was not used. According to the report, a second package of the same device but with different lot was unsealed but it also had it had tiny droplet-like liquid substance(s) inside the suction tubing. However, this time they wondered the substance might have been some lubricant. So, they kept using this 2nd electrode throughout the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. A visual inspection of the device was performed; as a result, a single device was returned for investigation, the device was returned in an opened blister, the device was in an unused condition. Droplet visible near handle. There was a flaw/minor damage on the surface of the suction tube. This did not appear all the way through the cross. A DHR review has been performed for complaint device and no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no correction action has been implemented. The liquid clear drop seen in the suction tube is excess silicone oil which is dispensed as part of the tripolar electrode manufacturing process,. The purpose of the silicone oil process is to aid reduction of the slider force and provide a smooth operating valve system. As per test report - silicone oil is biocompatible and has in-direct patient contact due to potential transfer through the saline irrigant. The defect seen is consistent with other complaint devices investigated under a CAPA which was opened in dec 2021 to investigate the occurrence of liquid substances being visible in the suction tube of devices in the field. The conclusion of the CAPA investigation determined root cause of the defect to have been caused by an incorrect dispense time parameter which was set at 0.5s instead of being set at 5s. The customer device was manufactured in oct 2021 which was prior to the implementation of these corrective actions. The failure mode has been reviewed against the systems risk assessment document, the highest identified risk for failure modes that are equivalent to the reported complaint failure mode is residues - system units are discarded by the user due to visible residue / mark left by the manufacturing process, device manufactured with silicone oil present in pvc suction tube. Resulting in a hazardous situation of increased procedure time - patient under anaesthetic extended period of time. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.